Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it was likely that the video cable was broken, which resulted in scope communication error b30 and the absence of an image and the image flickering issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had image flickering. The issue was identified during sedation of therapeutic laparoscopy procedure, which was completed with a similar device. There were no reports of patient harm.